Manufacturer narrative:
Device is a combination product.   Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-11919. (B)(4) clinical study. It was reported that myocardial infarction and patient death occurred. In (B)(6) 2012, the patient was referred for cardiac catheterization. Subsequently coronary angiography and index procedure were performed. The target lesion was a de novo long lesion located in the proximal portion of saphenous vein graft (svg) to 1st obtuse marginal with 90% stenosis and was 40 mm long with a reference vessel diameter of 4.5 mm. The lesion was treated with pre-dilatation and placement of a 4.00x38mm and 4.00x16 mm promus element¿ plus stents in an overlapping manner. Following post dilatation, 0% residual stenosis. Two days post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2016, the patient was presented with sharp chest pain radiating from the left arm . Patient's cardiac enzymes are noted to be elevated and revealed an event of myocardial infarction (mi). Electrocardiogram (ECG) was then performed and patient's cardiopulmonary assessment was monitored continuously. While assessing the subject, the subject became unresponsive. Cardiopulmonary resuscitation was attempted but was unsuccessful. On the same day, the patient expired. The cause of death is acute myocardial infarction.